Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the vitrectomy handpiece did not work. There was no patient harm, however, the appropriate and necessary procedure for the patient was not achieved. Additional information has been requested.

Manufacturer narrative:
The system was examined several times. With no additional, related information provided, the ¿probe performance¿ issue was not able to be confirmed. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The vitrectomy handpiece was manufactured on september 14, 2007. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on june 22, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).